Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation with approximately 50 ml of fluid in its over pouch and the distal luer open. Visual inspection showed no defects. A functional flow rate was performed and the device operated within specification. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused. The reporter stated that the device delivered only approximately 70% of the initial fill volume of 243 ml (118.5 ml fluorouracil diluted with 124.5 ml of glucose) after the expected infusion time. There was no patient injury or medical intervention associated with this event. No additional information is available.